Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the endoscopic image of the subject device on the monitor flickered and became black out due to the poor contact of the video connector socket. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc concluded that the reported phenomenon occurred by the insecurely connection between the video connector socket and the videoscope due to the wear or deterioration by repeatedly use because approximately nine years had passed from the subject device had been manufactured, or by the damage due to excessive stress during insertion. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the endoscopic image of the subject device used in combination with the videoscope enf-v2 could not be displayed on the monitor. The user completed the intended procedure using the subject device without more than fifteen minutes extension. There was no report of patient injury associated with this event.